Event description:
Procedure type: retroperitoneal nephrectomy. According to the reporter, the balloon popped after it was inserted into patient. Nothing however, fell in the surgical cavity, or and incision were not extended. Used another balloon to complete the case. The user facility would not release any further patient information. No patient injury was reported.